Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt programmer reported an error code of 514 (reject specified program set invalid) when trying to synching with the ins. The pt also experienced a shocking sensation while the synching was being attempted. Pt was directed to her hcp and the hcp reported the ins was unresponsive to telemetry attempts by the physician programmer, pt programmer and recharger. An attempt was going to be made to clear the error code with the physician programmer. Add'l info has been requested and if rec'd a f/u report will be sent. Reference mf report # 3004209178-2011-01410 for concomitant ins system.